Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, d.1, d.3, d.4, d.7, d.10, g.1, h.4, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; creases flat and opening curved. Leak test and microscopic analysis was performed which identified; striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Further information from the reporter regarding manufacturer of device, event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Manufacturer of device is unknown. Device remains implanted.